Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that there was a posterior capsule tear and the lens was not in proper position 1 day post-op. The doctor removed the lens. This event refers to the patient's right eye. Additional information has been requested but has not been received.

Manufacturer narrative:
Additional information: the lens was returned to b+l. Visual inspection found the lens in two pieces. Due to the condition in which the lens was returned further testing could not be performed. One retain sample from the same lot (7455518) was inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Event description:
Additional information received indicates doctor removed this lens and replaced it with a 3 piece sulcus lens on (B)(6) 2015.